Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
Consumer reported that the string was inaccessible to remove the tampon since the string was placed upside down inside the applicator. Consumer experienced pain while removing but is doing well after removal.